Manufacturer narrative:
Analysis is ongoing.

Event description:
Boston scientific crm received info that this device was explanted following the pt's death. The coroner reported that the pt died of heart issues; however, the official cause of death is pending, as autopsy is ongoing. The coroner also noted that amphetamines were noted in the pt's system.